Event description:
It was reported that the patient underwent a lead revision procedure in which a lead was repositioned due to lead migration. No other information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5139816. Product family: scs-linear leads upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5136405. Product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6), batch: 5163247.

Event description:
It was reported that the patient underwent a lead revision procedure in which a lead was repositioned due to lead migration. No other information is available at this time. Additional information was received that the patient experienced undesired sensations in a non-target stimulation area because of the lead migration. The patient indicated that the stimulation is now in the correct area and covering the patients chronic pain area. Xrays were taken however the results were not made available. No devices were returned for evaluation as they remain implanted and in service. It is unclear which of the four implanted leads was repositioned during the revision procedure.